Manufacturer narrative:
Other applicable components are: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6)2012 explanted: (B)(6) 2015. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient had a change in stimulation and a change in pain. It was clarified that stimulation was working fairly well, but he had an increase in pain. The patient stated this normally happened around this time of year, as winter is when his arthritis flares up and the pain is almost intolerable. The patient was unsure if the stimulator was losing effectiveness or if he was getting worse. The patient noticed a couple of months ago that the stimulator didn¿t seem as strong as when it was implanted and that it had diminished its effectiveness. A company representative had ¿cranked up¿ the stimulator since implant but had not turned it off since. The patient had gotten good benefit for a couple of years. The patient¿s pain physician suggested the system be checked by a representative to see if any adjustments were needed, since he had the implant for 2 years (noted to be due to vertigo that he developed 2 years ago). Additional information was received from a consumer regarding the patient on (B)(6) 2017. It was reported that the previous spinal cord stimulation device had to be taken out because the patient was told that there was a defective ele ctrode on the paddle. The patient stopped getting stimulation on one side which occurred about 3-6 months before the replacement, confirmed as 2014. There were no further complications reported or anticipated.